Event description:
The baxter field service technician reported a pump with a battery issue. Information was not provided regarding whether the event occurred during patient use. According to the hospital representative, there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the battery condition was confirmed during service due to depleted (potentially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.